Event description:
It was reported that approximately seventeen months post filter implant, the patient presented with recurrent pe. Reportedly, a CT was performed and it was identified that a filter arm had detached and was in the renal vein. The filter had moved caudally, and the apex of the filter was leaning on the side of the vena cava. The filter had been implanted infrarenal and was left in place. A competitor's filter was deployed suprarenal.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.